Manufacturer narrative:
The following products have been used in the surgery: part# c01b; lot# 0009832519; 510k#: k041584; UDI#: (B)(4); qty#: 1, part#: c01a; lot#: el70114; 510k# :k041584; UDI#: (B)(4); qty#: 1. It is unknown which of these cement has extravasated. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via clinical study that patient underwent kyphoplasty at t12 & l3 due to unknown reason. Intra-op, 1.7cc cement extravasation occurred to the superior disc space. No patient complications were reported during this event.